Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician could not insert the torque wrench to the atrial port on the implantable pulse generator (ipg). The physician noted some blood in the atrial port, removed the lead, cleaned the blood off and reinserted the lead. The physician was still unable to insert the torque wrench. An alternate ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.